Manufacturer narrative:
The reported event of noise leading to oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation proximal to suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.